Manufacturer narrative:
The reported field event of failure to interrogate was confirmed in the laboratory. The device was received in backup vvi had reached eol due to normal battery depletion. Battery was replaced and no anomalies were found.

Event description:
It was reported that the patient presented in the physician's office with the pacemaker exhibiting normal elective replacement indication. The device was interrogated at the explant procedure but the interrogation was unsuccessful after multiple attempts. The device was explanted and replaced. No patient symptoms were reported and the patient remained in stable condition.